Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported by the sales rep the patient returned to the hospital after placement of an intravenous line on the peripheral area on the back of the hand, secured with biopatch, complaining about generalized itching. The biopatch was removed, the site cleaned and a new intravenous line was inserted and cleaned with alcohol wipes, no biopatch. The patient returned to the doctor to report the generalized itching had subsided but the site has localized itching with raised bumps. The patient had a history of chemotherapy within the past year.

Manufacturer narrative:
Integra has completed their internal investigation on october 6, 2016. The investigation included: methods: review of device history records, review of complaints history. Results: no sample will be returned for evaluation. No pictures of skin condition were provided and therefore the event could not be confirmed. DHR review; device history record (DHR) review could not be performed since no lot number was reported. Complaints history; upon review of integra's complaint system from september 2014 - september 2016, a total of 31 complaints (including the one under evaluation) related to adverse reaction for biopatch product family. Sixteen (16) of these 31 complaints are related to children or babies, for which safety and effectiveness of the device has not been established as indicated in the IFU. Approximately (B)(4) units have been released for distribution since september 2014 - september 2016, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: it is unknown the patient¿s age, health condition, history of allergies, the amount of time under treatment, or dressing change frequency. History of chemotherapy within the past year was established which may cause skin sensitivity biopatch¿s IFU literature recognizes the possibility of an adverse reaction: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿ no assignable cause that could be associated to the manufacturing process of biopatch was identified.